Manufacturer narrative:
A direct correlation between the device and the reported intraparenchymal hemorrhage could not be conclusively determined. Visual examination of the returned pump revealed depositions which appeared to be post-mortem formations consistent with an interruption in flow. They did not appear to have been present while the pump was operating and would not have contributed to a functional issue. There was no evidence of any developed or adhered depositions or thrombus formations within the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of death is approximated. (B)(4). Approximate age of device ¿ 1 year and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a large intraparenchymal right temporal lobe hemorrhage with mass effect and effacement of the ventricles with an inr of 1.8. The patient was awake, but having intermittent seizures. The patient's mental status rapidly deteriorated and the patient expired at an outside hospital. No additional information was provided.